Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and guided the caller through the process, leading to the successful initiation of the sensor session without further errors.